Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced nausea and vomiting. During this time, the patient's cgm was showing low readings (unspecified value) but no bg test was done. Based on the cgm reading, the patient drank sugar drinks to alleviate the symptoms. Despite the treatment, the symptoms persisted and he almost passed out so the parent called 911 for medical assistance. The patient's bg showed high glucose level when tested upon the arrival of the paramedics but the parent couldn't provide the exact value. Cgm continued to show low readings and symptoms persisted. The patient was put on IV insulin and IV fluids and was transported to the hospital. Upon arrival at the hospital, another bg test was done and also showed high glucose level but the parent couldn't tell the exact value. Cgm still showed low during this time. The patient was diagnosed with dka and was admitted to the ICU and treated with IV insulin and IV fluids. The patient was discharged on (B)(6) 2025. At the time of the report, the patient was doing better and still recovering. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.